Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the bottom seal of an IV solution bag. This occurred during infusion. The bag was filled with an unknown volume of total parenteral nutrition. There was no patient injury or medical intervention associated with this event. No additional information is available.